Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to (B)(4) for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The supplier, a (B)(6) authorized warehouse, reported that the companion 2 driver showed a computer malfunction alarm in the alarm history during checkout.

Manufacturer narrative:
The driver's alarm history was reviewed revealed one computer malfunction alarm, confirming the customer-reported issue. During investigation testing, the driver passed all functional requirements and was subjected to an additional 48-hour observation run in an attempt to observe a possible malfunction, change in performance, or occurrence of a computer malfunction alarm. The driver performed as intended, no alarms sounded and there was no evidence of a device malfunction. The likely root cause of the customer-reported alarm is that during a previous driver checkout a combination of the removal of external power and a depleted state of the battery backups resulted in a sudden loss of power that manifested itself as a computer malfunction alarm upon the next power cycle. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.